Event description:
It was reported that during a shoulder stabilization procedure using a speedstitch suturing device, the device stopped working properly and began cutting through sutures. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.